Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had random elevated blood glucose (bg) levels over the past two weeks (200s mg/dl). Reportedly, bgs levels elevated mostly after eating a meal even after the correct amount of insulin had been administered. Customer treated elevated bgs by administering a correction bolus. Recommendation was made that he customer discuss settings with their healthcare provider if the problem persists.